Manufacturer narrative:
No product will be returned per customer. The customer complaint that the tubing separated was confirmed per picture received by the customer, it was observed that the silicone segment was completely separated from the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated while in the cath lab. There are no other details of the event, and no report of patient harm.